Event description:
It was reported that during a cryo ablation procedure, it was not possible to connect the dilator with the sheath. The sheath was replaced three times and the issue was resolved.  It was further reported that a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced which resolved the system notice. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot 12279 and data files were returned and analyzed. The received patient files were recorded on (B)(6) 2024 which was different from the event date. The patient files showed nine applications were performed using catheter number one identified with lot 12279. Another patient file showed seven applications were performed using catheter number two identified with lot 12450-011. The patient files showed system notice 50005 (the safety system has detected fluid in the catheter and stopped the injection) during ablation at application number nine. During external visual inspection of the balloon, shaft, and handle segments no anomalies were identified. The catheter smart chip data was reviewed, and the data indicated the catheter was used for nine applications. However, the catheter usage date recorded on the smart chip, (B)(6) 2024, did not correspond to the event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All p ressure and flow were in range and temperature curve had no oscillation or overshoot. During inflation a kinked guide wire lumen was observed inside the balloon segment. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 2.54 centimeters proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.